Manufacturer narrative:
It was reported that the surgeon had troubles with the fit and positioning of the femoral trial and implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had troubles with the fit and positioning of the femoral trial and implant.